Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection revealed that the depth straw has been trimmed. The angled end of the t2 is missing up the edge of the suture hole. The suture was not returned except for the knot through the t2. The actuator is deployed to the dimple in the channel. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include a failure to fully actuate the device behind the meniscus during implantation. No containment or corrective actions are recommended at this time. H11: h2: corrected data on h6 (health effect - impact code). A1: patient identifier must be in blank, there is confirmation a patient was involved but there is no patient specific information.

Event description:
It was reported that during a meniscus repair, t2 of the fast-fix failed to secure at the meniscus after deployed. The procedure was completed with a s+n back up device. It is unknown if there was a surgical delay and no further complications were reported.

Manufacturer narrative:
Internal complaint reference: case (B)(4).

Manufacturer narrative:
H10: internal complaint reference: case-(B)(4).

Event description:
It was reported that during a meniscus repair, t2 of the fast-fix failed to secure at the meniscus after deployed. T2 was removed from the patient with a blade. The procedure was completed with a s+n back up device. There was a non-surgical delay and no further complications were reported.